Manufacturer narrative:
A ge service rep performed an onsite investigation. The orbital and rotation iris potentiometers and the servo's were replaced and calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed motion error messages. No pt injury was reported.